Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred wherein the ipg was explanted and replaced.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. The device had the appropriate level of battery voltage to provide therapy. However, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.